Event description:
While bagging the patient during an acute episode, the anesthesia bag broke. A large hole formed in the side. By holding the hole closed and continuing to bag the patient, the staff were able to effectively bag the patient without incident until a replacement could be obtained. No prior indication that equipment was faulty. The staff have implemented that each oncoming rn check the equipment and replace any item that may pose a safety risk.